Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm. In the alarm history an external error and two low reservoir alarms were also found. Her blood glucose level was 47 mg/dl. She drank orange juice. The product was not returned. Nothing further to report.